Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4) and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.

Event description:
It was reported by the patient that at the pods insertion site, it was irritated and painful. The pod was being worn for 36 to 48 hours. The redness enlarged and became very painful. The patient stated that there was puss coming out of the insertion site. The patient went to the doctors to seek medical attention. The patient was diagnosed with an infected abscess. The site was drained of the infection. The patient was provided with antibiotics.